Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No new information reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that patient had a revision in may and will be having another one due to having gastric bypass surgery and losing 80 lbs. Patient reported since having first revision they sometimes see no device found and has to do a hard reset to resolve issue. Patient reported the next revision to re-anchor ins since it's loose again will be nov 25th. No further complications reported at this time.